Event description:
A report was received that a pt experienced pain around the ipg pocket site and down the left side of her leg. The pt reported feeling pain with stimulation on and off, however, it was worse with the stimulation on. Following unsuccessful troubleshooting, the physician decided to relocate the ipg pocket from the left side to the right side. The physician added two lead extensions and nothing was explanted. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is a final report.